Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was currently hospitalized and had a motor error alarm on the insulin pump. Blood glucose levels at the time of the incident and hospitalization were not provided. The customer will not return the device for analysis.